Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge jumped from 15% to 30% without being connected to a power source and then normalized. Additionally it was also reported the pump time was off by 7 minutes. Customer stated they have made no changes to the time. Customer technical services informed customer how to change to the correct time. There was no affect to the customers blood glucose.